Event description:
It was reported that the patient had an infected system with fever, bacteremia, and abscess. The implantable cardioverter defibrillator (ICD) and leads were explanted and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed and no anomalies were found. It was noted that visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 5071, implantable pacing lead, (B)(6) 2007; d314trg, implantable cardioverter defibrillator, (B)(6) 2013; 5071, implantable pacing lead, (B)(6) 2007; 0181, competitor implantable tachy lead, (B)(6) 2007; 305u27, porcine heart valve, (B)(6) 2007. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.